Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had fill anomaly. The customer reported that the piston was not touching the reservoir and the numbers were increasing. The customer's blood glucose was 280 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime, basic occlusion and occlusion test. The insulin pump primed properly. No unexpected reservoir and number increased anomalies noted. No gap noted between the motor slide and the water filled reservoir during the occlusion test. The insulin pump had normal operating current. The insulin pump passed self test and off no power test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.